Manufacturer narrative:
Attempts to contact the customer for follow up are on going and incomplete. Should add'l info or the original product become available resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the breastshield connectors caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed.p. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that they were experiencing low suction with their pump in style device. She also stated that she had mastitis.